Event description:
It was reported to boston scientific corporation in 2009, that a jagwire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed the day prior. According to the complainant, during the procedure, while removing the guidewire from the autotome, the guidewire coating began peeling. The procedure was completed with a different device (product and manufacturer unknown). The physician later indicated that no resistance was encountered and that no device fragments fell into patient's body. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.